Manufacturer narrative:
An oxygen (o2) sensor was returned to covidien/medtronic¿s product analysis. A visual inspection was performed and no notable conditions were found. The o2 sensor was installed into a test ventilator for analysis and the diagnostic logs were reviewed. An investigation was performed and the product analysis technician reported that the root cause was due to the sensor calibration was out of range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during servicing, the oxygen (o2) sensor on a 980 ventilator failed calibration. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) replaced the o2 sensor. The se performed extended self-testing on the device and all tests passed.